Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tf231009, tf231002 were present during the initial start up before their clinical training session. This unit has never been used on a patient before. Summary: tf 231032, tf431017, tf 231009 and self test failed.